Event description:
Following the customer remark that seal broken fallen close to the inspiratory valve, I decided to disassembly unit sn (B)(6) which was available. When I separated the inspiratory valve from the qvent flow sensor, I saw a part from a seal fallen as well. So I decided to open an old (revision 1) and new inspiratory valve (revision 2) so I assume the seal broken was inside of the plunger of the old inspiratory valve. Ventilation on patient looked not affected but the biomedical director wish an accurate explanation if this broken seal can be dangerous for patient or not.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaints in question were submitted to hamilton medical ag about one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the devices failed to meet its specifications at the time of the event while the ventilator were prepared for use or in service. The root cause was determined to be a defective sealing ring of the inspiratory valve which was replaced for all affected units. There was no patient or user harm reported.